Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, there was moisture damage observed behind display lens. The battery compartment was cracked from threads to case seal along grip pad causing leak. The display was dim and faded with red hue. The pump was opened and there was moisture damage observed to the internal. The pump was unable to be downloaded to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a display issue. The cloudy display with moisture in battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.